Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4); product ID: 97745bp, serial/lot #: (B)(6) , ubd: , UDI#: this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt says their controller won't charge, and says this started "a week and a half ago". They said screen of controller is blank. I had them take battery pack out and plug in ac power cord, and screen was still blank, but one side of the screen was different than the other. They said port of controller looks intact. They don't have any aa batteries available to try. I had them put battery pack back in but screen is still blank. When they plugged in the ac power cord the screen came on. It said memory problem data has been lost. I helped them setup controller. It says controller is depleted so they are going to keep charging it up, and will then charge ins. The troubleshooting steps that were taken on the call resolved the issue. Additional information w as received. Patient called back and stated they were speaking with someone earlier and thought they'd be receiving a call back but have not heard anything. Patient stated the controller is still not charging, and they've been without the therapy for a week and a half now. Patient stated they're having problems with their legs since the therapy is not working. Patient stated if the controller is plugged into the power supply the screen will come on, but once disconnected from the power supply it goes dead. Patient stated the green light does not come on on the controller when plugged in. Patient noted that now despite the controller having been plugged in and was lit up a little while ago, the screen will no longer power on. Additional information was received from the pt. Pt called back and stated replacement li battery pack (bp) did not resolve issue. Pt described their controller screen was displaying in two shades of grey (no words/icons) when the bp was removed, and device was connected to the power supply. A replacement controller was requested. Additional information was received from the pt. Pt called back stating that they spoke manufacturer representative (rep) and was told to call for a "wall charger". Pt stated they also met with their healthcare provider (hcp) for troubleshooting and their hcp checked their internal system and said everything appears to be ok. Pt said that their hcp commented that if the replacement recharger (rtm) does not resolve the issue, then the only next option would be to replace the ins. Pt seemed very confused and continued to explain the issue as their controller not charging. Patient services (ps) attempted to clarify if the issue was that the controller would not charge or if it was that the ins won't charge. Pt stated they don't know and continued to say the controller won't charge. Ps explained that the ac power supply cord has nothing to do with the internal system and that it doesn't make sense th at their hcp mentioned possibly replacing the ins if the issue was truly that the controller would not charge. Ps concluded that the true issue was with charging the ins and that the rtm may be the problem. Ps instructed pt to unlock their controller and 'no device found' displayed. Pt commented that 'no device found' has continued to display because their ins has been depleted. Ps instructed pt to attempt to initiate a recharge session and they began passive recharge mode with high numbers of 20/97/98 displaying. After a few minutes, pt began a normal charge session and confirmed their controller was charged 100% and the ins was charged 30%. Pt moved the rtm, and it caused the controller screen to go black and the recharge session stopped, as if there was a short in the rtm. Pt stated they have been without their therapy for a while due these issues and their pain has returned in their legs. Ps reviewed that pt could continue to charge the ins until they receive the replacement rtm and showed them how to turn stimulation back on. Pt confirmed they were able to successfully turn stim back on. Ps rep to review the conversation today between pt and ps. A replacement rtm was requested. Additional information was received from a patient (pt). It was reported that they received the replacement recharger antenna (rtm) from this case, but when they inserted the rtm plug into the controller a few days ago, the controller separated and the controller port popped open and a screw fell out of the controller. A replacement controller was sent out. The patient (pt) called back stating they got a controller replacement and needed help setting it up. Patient services (pss) walked pt through pairing. It showed unfamiliar device found. Pt pressed recharge and got to normal charging screen. Controller was at 100% and ins was empty. Recharging quality was good. It then said recharging needs attention. Pt unlocked and connected again and got excellent recharge quality. Pt will keep charging . Pt mentioned they used to charge every 2.5 days. Then it started where pt would charge controller to 100% and unplug it and it would drop down to 40-50% before pt could even hook up to ins. Their healthcare provider (hcp) told pt to do whatever medtronic says and if nothing works they will replace the ins. Pt said they had all parts replaced except for the charging cord. Everything was working as intended on the call and pt will continue charging the ins.